Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the device never worked for the patient¿s pain, even after making adjustments with a manufacturer¿s representative (rep). The patient has set stimulation all the way up to and 10 and the patient was still not getting any relief. The patient stated they currently have leads going horizontal on l3 and l5. The caller stated they were told the ins would last 2-3 years and the ins battery was already low. The caller stated the patient was going to get a replacement device and inquired about newer models. The caller mentioned they were going to get new leads placed vertically through t8, 9, and 10. The caller stated the patient had a CT scan to see if there was enough room in the patient¿s spine for replacement leads to go vertical with the replacement ins. No further complications were reported.